Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient currently receiving baclofen (500 mcg/ml at 112.98 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the patient and the patient¿s caregiver reported hearing the pump alarm. It was ¿doing this beep, beep, beep, beep kind of a thing¿ on (B)(6) 2016. The patient reported feeling spastic again so they took her to the ER (emergency room). The symptom had come on suddenly. Since the patient had been in the ER, no alarms had been heard. The pump logs were checked by the pa (physician¿s assistance) this morning and there was nothing in the logs to indicate an alarm sounded. Additional information was received from a company representative on 28-jun-2016 and it was reported that the patient had heard a ¿plunking noise followed by a rapid beep, beep noise¿ coming from the pump yesterday ((B)(6) 2016). That evening she felt as though she was overdosing, her legs were very loose and then she had a quivering feeling deep inside her legs followed by an extreme loose feeling to her legs again. The pump logs were checked and no alarm logs were found. The patient was hospitalized. Additional information was received on 06-jul-2016 from a company representative and it was reported that the additional troubleshooting performed was that the pump was interrogated and no alarms were noted in the logs. The cause of the beeping was not determined. The alert/alarm test was performed for the patient and neither alert/alarm was the sound that the patient heard and the volume of the beeping was reportedly much louder than the pump alarms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.